Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the valve however it was noted one gripper was not working properly. The cds was removed without issue. Another clip was implanted, reducing tr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
N/a.

Manufacturer narrative:
Return device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip g4 system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). Since the mitraclip device was advanced to the tricuspid valve for treatment, this is considered as an off-label use of the device. However, the off-label use does not appear to have contributed to the reported issue. Based on all available information, a cause for the reported inability to lower a single gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.